Event description:
It was reported that after pre-dilatation, the 2.75x12mm xience xpedition stent delivery system (sds) was advanced, without resistance, to the mid left anterior descending (lad) coronary artery, 99% stenosed lesion. The balloon was inflated to 12 atmospheres (atm) and then to 16 atms. It was noted that the balloon would not hold pressure. The stent was able to be implanted. The delivery system was removed without resistance. Once outside the anatomy, the sds was re-inflated and a leak was noted at the guide wire exit port. A nc trek was able to post-dilate and the implanted stent was noted well apposed to the vessel wall. There was no clinically significant procedural delay and there were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the area of the guide wire exit notch. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. A search of the lot history record for this specific lot indicated no related non-conformance records. Based on an expanded investigation, there is no evidence of a product deficiency and no indication that a wider population of product is affected; further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.